Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's wife reported paramedics were called for customer's low blood glucose. Customer said his device delivered an increased amount of insulin, causing his low blood glucose. Before the event, customer was changing his infusion set because the cannula was bent. He used a new infusion set and reservoir. The reservoir was only about three fourths full. Customer filled tubing and saw drops come out. The device still said fill tubing. He filled again and then connected. The device still said fill tubing. Customer thought it was old message and cleared it. When he connected, he felt the piston driving through the reservoir. Customer next remembers waking up on a stretcher with paramedics treating his low blood glucose. Paramedics said he received over one hundred units of insulin. Customer's blood glucose was below 20 mg/dl. He was treated with an insulin drip. The device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.